Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 7 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is considered as reportable due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no report of patient involvement, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during inspection, the fenestrated bipolar forceps instrument was found to have a frayed cable associated with a broken insulation (likely the conductor wire). Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information: the issue was identified after completing a da vinci-assisted surgical procedure. The procedure was completed with no reported injury. Follow up indicated that there was no loss of cautery associated with broken/loose cable, no signs of thermal damage at site of conductor wire breakage and no arcing observed during last usage. No further information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire bipolar damage insulation to be related to the reported complaint. The instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure.